Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at a medical conference. The cause of death was diabetic ketoacidosis. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis. The battery has been removed from the insulin pump.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with small cracks on the end cap, broken battery cap, broken battery tube threads, partially broken reservoir tube lip and a missing end cap sticker. Data analysis: there is no data available due to the insulin pump was returned without a battery installed.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.